Manufacturer narrative:
It is unknown if the initial reporter filed a report with FDA.

Event description:
The customer complained of questionable results for the hdl-cholesterol plus 3rd generation assay. A physician called on (B)(6) 2014 to question an hdl result generated on (B)(6) 2014. The customer reviewed results and noted there were several hdl results running higher than was typical. They reran the samples and obtained results that were different than the reported results. Corrected reports were issued. Between the time of the initial tests and the repeat testing, a field service representative had serviced the analyzer. The field service representative found a blockage in the vacuum nozzle for the detergent dispense, causing an overflow into adjacent cells. He cleaned the blockage and changed the sample probe. Calibrations passed and quality controls were within the customer's ranges. Of the fifteen sets of patient results provided by the customer, ten were erroneous and reported outside the laboratory. For patient 1 the initial result was 113 mg/dl; the repeat result was 51 mg/dl. For patient 2 the initial result was 107 mg/dl; the repeat result was 62 mg/dl. For patient 3 the initial result was 90 mg/dl; the repeat result was 55.9 mg/dl. For patient 4 the initial result was 118 mg/dl; the repeat result was 39.7 mg/dl. For patient 5 the initial result was 120 mg/dl; the repeat result was 55 mg/dl. For patient 6 the initial result was 113 mg/dl; the repeat result was 33.7 mg/dl. For patient 7 the initial result was 99 mg/dl; the repeat result was 47.8 mg/dl. For patient 8 the initial result was 91 mg/dl; the repeat result was 44.7 mg/dl. For patient 9 the initial result was 103 mg/dl; the repeat result was 54.1 mg/dl. For patient 10 the initial result was 67 mg/dl; the repeat result was 35 mg/dl. The customer stated they were not aware of any adverse events. The lot number of the hdl reagent was 69220001, with an expiration date of 09/30/2015. The field service representative visited again after this event. He checked the rinse mechanism and probes but made no changes. He ran a precision study that passed.